Event description:
This is a report of a home patient that experienced a connection issue between a solution bag and the supply line of a homechoice cassette. This occurred during the prime phase of peritoneal dialysis therapy. The patient was not connected. The patient stated that they were not able to connect the supply bag to the supply line. The technical services representative assisted the patient to end therapy. The patient completed therapy by starting over with all new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.